Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown hand plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: fallah e. Et al (2011), miniplating of metacarpal fractures: an outcome study, tehran university medical journal. Volume 69, number 2, pages 113-117 ((B)(6)). This study was done to investigate the outcomes of treating open or comminuted metacarpal fractures using miniplates. Between 2007 to 2010, 18 patients (23 metacarpal fracture cases) were initially entered into the study. However, upon follow-up 4 patients were removed from the study, leaving a total of 14 patients (17 cases) were included for final evaluation. All patients were fixed using an unknown synthes dynamic compression plate (dcp). Patients were followed-up at 3 months, 9 months and at 1 year postoperatively. These complications were reported after the 3rd month follow-up period: 1 case had lack of union, in which a repeat surgery with bone graft and fixation was done; 1 patient was observed to have malunion; 1 case of infection in the form of wound dehiscence and secretion was reported. The wound healed with debridement and antibiotic treatment; 4 patients had extensor lag of about 10 to 15 degrees, in which two of them had multiple fractures and each were fixed with 2 plates; 2 cases of hardening and lack of range of motion were reported and were referred to physiotherapy for hand rehabilitation. These complications were reported after the 9th month follow-up period: 5 patients complained of hardware swelling, in which the hardware was removed. The time of the removal of the hardware has been about 9 months following the first surgery; 4 patients continued to have extensor lag of about 10 to 15 degrees. Two female patients expressed full dissatisfaction of the treatment after the 1 year follow-up period. One male patient expressed full dissatisfaction of the treatment after the 1 year follow-up period. This report is for an unknown synthes dynamic compression plate (dcp). This report is 3 of 4 for (B)(4).